Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00276 (cite the MDR# for the first complaint). Per the instructions for use (IFU) valve deployment in unintended location is a known potential complications associated with the tavr procedure. In this case, the device was intentionally placed at the incorrect location, and (partially) deployed at the level of the iliac artery perforation in an attempt to control blood loss while preparing for additional endografts to be placed in order to treat the iliac artery perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the territory manager, during a tf tavr case, the 29mm s3 valve and delivery system were unable to be advanced through 16f esheath via the right femoral artery. Despite increased force to push the valve it would not advance and the sheath began to bend/curl within the right iliac. The valve, delivery system and sheath at the right femoral artery were left in place and the left common femoral artery was used to insert a second 16f esheath. Using the left femoral artery, the physician was able to advance a second delivery system with valve and successfully deploy the bioprosthetic valve in the native aortic annulus. An abdominal aortogram was performed from the left side which showed extravasation at the right external iliac at the bifurcation. The esheath, delivery system, and valve on the right side were tamponading the bleed. A reliant balloon was used to occlude the flow in the abdominal aorta. When the reliant balloon was deflated the patient became extremely hypotensive. It was not believed the patient would survive a surgical repair of the iliac, therefore a decision was made to pull back the 16f esheath and slightly deploy the first valve in the right external iliac to help tamponade the vessel. Post partial deployment, the delivery system was removed and the 16f esheath was exchanged for an 18f sheath. Three endografts were deployed from the right common iliac to the mid external iliac inside the partially deployed 29mm sapien 3. Bleeding continued below the endografts at the bottom of the partially expanded valve in the mid right external artery. A second reliant balloon was used to tamponade the bleed. After about 30 minutes of tamponading the artery, hemostasis was maintained without having to occlude the abdominal aorta. Several femoral angiograms confirmed no more extravasation. The patient remained hemodynamically stable and the left femoral esheath was removed and perclosed. Right femoral access was also closed with percloses. At last report, the patient was doing well, was extubated and alert. No devices are available for return. In the physician's opinion, the root cause of the event was the patient¿s calcified and tortuous anatomy, the valve perforating through the expandable portion of the esheath and perforating the right external iliac due to the force used to attempt to push the valve through the esheath.